Manufacturer narrative:
Two photos were submitted for quality evaluation. Inspection of the photos indicate that there is a issue with the connection of tubing at the outlet port of at a y-site smartsite in the assembly of the infusion set. Based on the photos provided by the customer, it appears that there is a issue with a lack of solvent at the bonding location causing a leak and ultimately a separation in the tubing.. The customer complaint of leakage was verified. The investigation was forwarded to manufacturing team for root cause analysis. After the investigation along with the manufacturing and quality operations team, it was not possible to identify a root cause due pictures did not give us enough evidence to perform a line of investigation. One picture indicates leak (long distal) and the second shown separation (distal). No samples were available to perform any investigation. Although the damage from the photos could not be determined, similar issues have been found and it was determined that the damage on the tubing was generated due to a flash on the machine guides, resulting in leaks on tubing. A quality notification was generated to address this issue. A device history record review for model 2426-0007 lot number 25015142 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: rn primed rituximab with alaris pump infusion set per standard practice. Once rituximab was brought over to be double checked with 2nd rn, it was visualized by 2 rns that rituximab IV solution was leaking from the y-site most proximal to the infusion bag. The tubing did not look damaged upon visual inspection before or after leak was noted, however, it leaked if tubing moved one direction from the connection of the soft tubing piece above the hard y-site connection. Medication had to be wasted, new rituximab IV bag remixed and primed with new alaris infusion set per pharmacy recommendations. Product malfunction did not reach patient.